Manufacturer narrative:
In addition to the adhesive issue and objective lens issues identified, examination showed the elevator channel plug was loose; the lock engagement knob was deformed and no longer water-tight; switch button 1 was cut; the scope connector, scope body, and up/down angulation knob were cracked; the bending section cover was cut and no longer water-tight; the distal end was deformed and scratched; the adhesive around the objective lens was worn; the adhesive around the bending section cover was detached; the connecting tube showed buckling and its coating was peeling; the bending tube was deformed; and the ultrasonic probe was loose. Functional testing showed the bending angle for the down direction was out of specifications due to a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. During evaluation, the cause of the gap in the adhesive was not confirmed. The cause of the chipped acoustic lens was also not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera ii ultrasound gastrovideoscope had a faulty connector thread. The device was returned to olympus medical for evaluation. During evaluation, the device was found to have a chipped acoustic lens and there was a gap in adhesive between acoustic lens and the ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.